Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative was present onsite when the event was reported. It was confirmed that the replacement of positioning sensor unit (psu) along with the system control unit (scu) resolved the issue. No further issues were reported. Analysis of the returned psu could not replicate the reported issue, but it was found dirty and had a hand written reference number in permanent ink on the housing. When connected to a known good system the psu powered up and tracked without any connection issues. However, the psu failed an accuracy test (aak) at .47 mm with a passing threshold of .35 mm. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Analysis of the returned scu confirmed an electrical failure. When connected to a known good system the scu powered up without the amber fault light on but a check of the event log revealed an intermittent history of internal strober error dating back to (B)(6) 2015. It was also found dirty with a handwritten reference number written in permanent ink on the housing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that the site was having communication issues with the positioning sensor unit (psu). There was no patient present when this issue was identified.